Manufacturer narrative:
No additional information expected.

Event description:
Physician reported patient with a granuloma like growth from the left lower punctum. The plug was removed and the patient was treated with tobradex drops.